Event description:
It was reported that during a da vinci myomectomy procedure, wiring was coming out from the joint of a fenestrated biopolar forceps instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the pitch up and down cables were broken at the distal clevis hub. Frayed strands stuck out at the instrument's wrist. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The drive cable was also frayed. An additional finding was various scratches on the distal end of the main tube showing light material removal and a rough surface finish. The scratches were .126 - .217 in length and not axially aligned with the tube. Failure analysis concluded the damage may be due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; broken cables and tube abrasions with material removed ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.